Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software. System operates as intended.

Event description:
Customer reported the sanding incorrect images to pacs. No pt injury was reported.